Manufacturer narrative:
(B)(4). The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The starclose se device is filed under a separate medwatch report. Attachment: leipzig interventional course presentation.january 2017. Safety and efficacy of clip-based vs. Suture mediated vascular closure for femoral access hemostasis: a prospective randomized single center study comparing the starclose and the proglide device.

Event description:
It was reported through a study presentation titled "safety and efficacy of clip-based vs. Suture mediated vascular closure for femoral access hemostasis: a prospective randomized single center study comparing the starclose and the proglide device" that the following events occurred: starclose se devices: pseudoaneurysm treated with thrombin injection or vascular surgery, femoral artery occlusion treated with endovascular therapy, hematomas treated conservatively, possibly a small arteriovenous fistula not needing intervention, device failure requiring manual compression. Proglide devices: pseudoaneurysm resulting in vascular surgery, retroperitoneal bleeding, hematomas treated conservatively, possibly a small arteriovenous fistula not needing intervention, device failure requiring manual compression. The overall complication rate was 3.9% details are listed in the attached presentation.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed; therefore, a conclusive cause for the reported event could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.